Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had their ins removed "must have been about two weeks ago" because it wasn't "working" and their doctor told them to call manufacturer to "cancel the service." The patient further clarified that by "not working," they meant that it stopped helping their symptoms. The patient stated that the therapy "appeared to help" when it was first implanted but within that first year of having it (2021) it started 'giving them the urge of having a bowel movement," and it started to "hurt." The patient further clarified the "hurt": they started to increase the stimulation and it was too high and it began to hurt them so they had the system removed. The patient could not recall the name of the health care provider (hcp) who removed the system. The patient stated they were from university urology in tom's river nj but they were not the patient's managing/procedure health care provider (hcp) on record. The patient was unable to provide any further information about the event. Patient services reviewed external device disposal and reached out to healthcare it to wipe the patient's handset of their personal information. Patient services also sent an email to update device registration. Documented reported event. No further action was taken by patient services.